Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alarming. The alarm history was reviewed and multiple no delivery alarms were noted. Through troubleshooting it was noted that the alarm was caused by a set or reservoir occlusion. No further information reported.